Manufacturer narrative:
Reported event an event regarding abnormal ion level and disassociation involving a metal head was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant.   -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusion: it was reported that patient is suffering from excessive level of chromium and cobalt in blood and head disassociation. The event was not confirmed. Additional information including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: "head disassociation"

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an unknown metal head was reported. The event was not confirmed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.